Manufacturer narrative:
Additional information has been requested regarding this event. Should additional information be received, this event will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, oversensing, and low impedance measurements of less than 200 ohms. The lead was programmed off. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Additional information was received which noted that patient isometrics were performed which reproduced the previously reported issues. There was no pacing inhibition as the patient had an underlying rhythm. There have been no actions or interventions planned or performed, and the patient will continue to be monitored. No adverse patient effects were reported. The lead remains in service.